Event description:
It was reported that during use of this ablator, the device started to operate on its own and would not shut off. There was no report of injury or surgical delay with this event. The surgery was successfully completed using another ablator.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval and was unable to perform testing because the device was received with the cord cut. Further investigation did find salt-like deposits under the dome switches and on the pc board, which indicated a leak at the bond end connection to the internal metal electrode assembly. A supplier corrective action has been initiated. A leak test is performed on all production units prior to packaging and a change in cleaning process has been implemented for this device prior to bonding. This failure mode remains under investigation, and conmed linvatec continues to monitor this product for failures.